Manufacturer narrative:
Upon receipt, the device underwent bench testing and was found to be unable to operate as designed. Further investigation identified a connection issue with the u5 component on the graphics display module. While the initial customer report was not considered MDR reportable at the time, the manufacturer's investigation identified a malfunction that could potentially result in a delay or failure to deliver therapy in a clinical situation.

Event description:
A customer reported that their AED unit was not functioning properly and they were unable to power off the unit. The customer did not report this occurring during patient use.